Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat from heartsine technologies on the 6th march 2017. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to the failure of failure of component q45, resulting in a flashing red status led, as per the reported fault. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. Red flashing led and beeping.

Event description:
There was no patient involved in this event. Red flashing led and beeping.